Event description:
(B)(4). First noticed hair loss, heart palpatations when I would be relaxing or laying in bed. Six months later I started having anxiety/panic attacks, memory loss hard to concentrate or think, head has feeling of pressure some days, vertigo, muscle cramps, spots on my head that hurt to the touch and patches on my skin that feel numb and hurt to touch, hands and arms going numb, headaches, large blood clots and heavy bleeding during menstruation, lack of interest in sex, pain during sex, mood swings, aggressive and angry, lack of patience, extreme fatigue, lack of motivation, can not lose weight, taste of metal in my mouth, dizziness, joint pain more so recently, extreme bloating that it hurts, pain in lower pelvis along with a bloated feeling.